Event description:
It was reported that the alleged infusion started on its own. Additional information received: "the nurse was hanging magnesium as a secondary infusion, but when the secondary infusion ended the pump automatically resumed the primary infusion rate and by the time the nurse went to check on the infusion the patient received the entire bag 50mls of magnesium sulfate in 30 minutes of instead of the intended dose." Magnesium sulfate was programmed to run 0.735g over 30 minutes as a secondary infusion. The ordered infusion rate was 36.75 ml/hr and the intended volume to be infused (vtbi) was 18.375 ml. A primary infusion of 20 kcl (potassium chloride) in d5ns was running at 60ml/hr at the time of the event. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an alleged free flow was not confirmed or replicated from the laboratory testing and log review. There are no signs related to the free flow during the investigation. ¿ the suspect pump module was found to be infusing within specification with no observances of unregulated flow occurring. Rate accuracy testing was performed on the suspect pump module. ¿ occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. ¿ the suspect pump module (s/n: (B)(6)) and concomitant pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 22nov2024 at 5:43 pm. ¿ the customer reported a free flow on one infusion. The primary infusion of potassium chloride at 20mg with a rate of 60ml/h and volume to be infused (vtbi) = 1000ml. The secondary infusion of magnesium sulfate 735mg/50ml (735mg dissolved in 50ml) with a rate = 36.75ml/h and vtbi = 18.375ml, that was run over 30 minutes on the day (B)(6) 2024 at 5:36 pm to 6:58 pm. ¿ at 8:56 to 9:56 am the pump module (s/n: (B)(6)) label c infusing, (potassium chloride); rate=146 ml/h; vtbi = 146 ml and then power off. ¿ at 2:51 to 3:51 pm the pump module (s/n: (B)(6)) label c infusing, (potassium chloride); rate=250 ml/h; vtbi = 250 ml and then power off. ¿ at 5:43 pm the pump module (s/n: (B)(6)) label c programing two infusions. Primary infusion (potassium chloride); rate = 60 ml/h; vtbi = 1000 ml; secondary infusion (magnesium sulphate) concentration = 14.7g; rate = 55.2 ml/h; vtbi = 18.4 ml. ¿ at 5:46 pm the pump module (s/n: (B)(6)) alarmed air in line and then infusion was restarted. ¿ at 6:39 to 6:50 pm the pump module (s/n: (B)(6)) alarmed infusion safety clamp open. ¿ at 1:06 am on (B)(6) 2024 pump module (s/n: (B)(6)) label c was power off with pvi = 22.232 ml, svi = 18.412 ml and the combined infusion total volume infused (tvi) = 40.644 ml. ¿ the log review noted that only a partial vtbi was to be infused from the 50ml secondary bag. The pcu is not designed to stop infusing at the completion of the secondary infusion. It will by design continue to infuse switching to the primary programmed infusion, and this is suspected to be the cause for the 50ml secondary infusion bag to be found empty by the clinician. ¿ bd alaris system user manual (v12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)) please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(4)) please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported alleged free flow of magnesium sulfate was determined to be a user programming error. A thorough review of the logs and device laboratory testing revealed no malfunction or warning related to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: manufacturer narrative investigation summary: the report issue of an alleged free flow was not confirmed or replicated from the laboratory testing and log review. There are no signs related to the free flow during the investigation. The suspect pump module was found to be infusing within specification with no observances of unregulated flow occurring. Rate accuracy testing was performed on the suspect pump module. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. The suspect pump module (s/n: (B)(6)) and suspect pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 22nov2024 at 5:43 pm. The customer reported a free flow on one infusion. The primary infusion of potassium chloride at 20mg with a rate of 60ml/h and volume to be infused (vtbi) = 1000ml. The secondary infusion of magnesium sulfate 735mg/50ml (735mg dissolved in 50ml) with a rate = 36.75ml/h and vtbi = 18.375ml, that was run over 30 minutes on the day 22nov2024 at 5:36 pm to 6:58 pm. At 8:56 to 9:56 am the pump module (s/n: (B)(6)) label c infusing, (potassium chloride); rate=146 ml/h; vtbi = 146 ml and then power off. At 2:51 to 3:51 pm the pump module (s/n: (B)(6)) label c infusing, (potassium chloride); rate=250 ml/h; vtbi = 250 ml and then power off. At 5:43 pm the pump module (s/n: (B)(6)) label c programing two infusions. Primary infusion (potassium chloride); rate = 60 ml/h; vtbi = 1000 ml; secondary infusion (magnesium sulphate) concentration = 14.7g; rate = 55.2 ml/h; vtbi = 18.4 ml. At 5:46 pm the pump module (s/n: (B)(6)) alarmed air in line and then infusion was restarted. At 6:39 to 6:50 pm the pump module (s/n: (B)(6)) alarmed infusion safety clamp open. At 1:06 am on 23nov2024 pump module (s/n: (B)(6)) label c was power off with pvi = 22.232 ml, svi = 18.412 ml and the combined infusion total volume infused (tvi) = 40.644 ml. The log review noted that only a partial vtbi was to be infused from the 50ml secondary bag. The pcu is not designed to stop infusing at the completion of the secondary infusion. It will by design continue to infuse switching to the primary programmed infusion, and this is suspected to be the cause for the 50ml secondary infusion bag to be found empty by the clinician. Bd alaris system user manual (v12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)) please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pcu s/n (B)(6) (w/o: (B)(4)) please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alleged infusion started on its own. Additional information received: "the nurse was hanging magnesium as a secondary infusion, but when the secondary infusion ended the pump automatically resumed the primary infusion rate and by the time the nurse went to check on the infusion the patient received the entire bag 50mls of magnesium sulfate in 30 minutes of instead of the intended dose." Magnesium sulfate was programmed to run 0.735g over 30 minutes as a secondary infusion. The ordered infusion rate was 36.75 ml/hr and the intended volume to be infused (vtbi) was 18.375 ml. A primary infusion of 20 kcl (potassium chloride) in d5ns was running at 60ml/hr at the time of the event. There was patient involvement, but no harm.